Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient hate the implants, have made her extremely sick for far too long, and the left breast implant has also ruptured. It was also reported that the patient will be explantation in a few weeks, but no date was provided.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5102142) that a female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including seizures, shaky all over, respiratory issues, breast pain, allergy reaction, and infection. It is noted that the patient was diagnosed with steven johnson syndrome and noted as an allergic reaction to antiepileptic medications. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.